Event description:
As stated by the customer 2012 (B)(6): malibu bath - bath seat lifted slightly when client put weight on it - when client tilted forward, the plastic of the seat caught his scrotum. Client suffered 2 small lacerations.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(6) on behalf of the manufacturer arjo hospital equipment ab. Manufacturer complaint (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.